Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedance. The impedances were noted to have decreased slightly over a several month span, and then increased suddenly again. Technical services (ts) provided troubleshooting advice. This rv lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedance. The impedances were noted to have decreased slightly over a several month span, and then increased suddenly again. Technical services (ts) provided troubleshooting advice. This rv lead remains in-service at this time. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.